Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800089 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the third clip could not be uploaded at the jaw during usage on the patient. Another applier was used, and the same issue occurred.

Event description:
It was reported that the third clip could not be uploaded at the jaw during usage on the patient. Another applier was used, and the same issue occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device as it did not latch onto the bottom jaw. It was observed that there was a buildup of biological material in the bottom jaw. The buildup was manually removed , and another attempt was made to fire the device. However, the next clip fell out and it was observed that the bottom jaw did not close. The sample was disassembled to inspect the internal components. It was observed that the jaw spring was disengaged from the bottom jaw. Both the jaw spring and the bottom jaw were also found bent. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The damage to the bottom jaw prevented the clips from loading properly into the jaws of the device. It appears that since the bottom jaw was bent, the jaw spring became bent and eventually disengaged from the bottom jaw. As a result, the bottom jaw was unable to close during loading and the clips were unable to load properly. It could not be determined how or when the bottom jaw got bent. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time. The bottom jaw was bent which prevented the clips from firing properly, but it could not be determined how or when the jaw was bent. The reported complaint of "clip not loading" was confirmed. One device was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, the first clip was unable to load properly into the jaws of the device as it did not latch onto the bottom jaw. On the following attempt, the next clip fell out and it was observed that the bottom jaw did not close. The sample was disassembled , and it was observed that the jaw spring was disengaged from the bottom jaw. Both the jaw spring and the bottom jaw were also found bent. The damage to the bottom jaw prevented the clips from loading properly into the jaws of the device. It appears that since the bottom jaw was bent, the jaw spring became bent and eventually disengaged from the bottom jaw. As a result, the bottom jaw was unable to close during loading and the clips were unable to load properly. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. The bottom jaw being bent prevented the clips from firing properly. It could not be determined how or when the bottom jaw was bent.